Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.5-9.0cm from the distal tip electrode. The etfe coating was intact at this location.

Event description:
It was reported that the asymptomatic patient presented to the or for epicardial lead implant due to chronic high dfts. A new lead was added, but not connected to the ICD until the next day. During the connection process to the ICD, fluoroscopy revealed externalized conductors on the existing lead. No electrical anomalies were noted. The lead was explanted.